Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil migrated into my pelvis') and back pain ('severe pain in my lower back') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, uterine bleeding, menstrual cramps, stress, allergic rhinitis, pelvic pain and low back pain. Concomitant products included alprazolam (xanax) since 2018 and ibuprofen (motrin) from 2011 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / sexual discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems: teeth started getting thin and clear along with breaking and cracking"), fatigue ("fatigue"), migraine ("migraines / headaches constantly from the time of placement"), coccydynia ("pain moved into her tail bone / severe stabbing pain") and pain in extremity ("pain down to her left leg / severe stabbing pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient underwent eyeglasses therapy ("vision/eye problems type: glasses required for vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower left side of vaginal area / severe stabbing pain"), headache ("headaches"), nausea ("nausea"), depression ("getting depressed") and pelvic pain ("like someone is stabbing my left side"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, vaginal haemorrhage, menorrhagia, tooth fracture, fatigue, eyeglasses therapy, weight increased, headache, nausea and depression outcome was unknown, the dyspareunia, vulvovaginal pain, coccydynia and pain in extremity had resolved and the migraine and pelvic pain was resolving. The reporter considered back pain, coccydynia, depression, device dislocation, dyspareunia, eyeglasses therapy, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for menorrhagia, migraines, headaches, nausea,weight gain, dental probs., fatigue, dyspareunia. Date of insertion: (B)(6) 2010 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.. X-ray - on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.; on (B)(6) 2018: the dr. Found out my left coil migrated into my pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Processed with fu.07. On 27-mar-2020: social media received. Processed with fu.06. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil migrated into my pelvis') and back pain ('severe pain in my lower back') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, uterine bleeding, menstrual cramps, stress, allergic rhinitis, pelvic pain and low back pain. Concomitant products included alprazolam (xanax) since 2018 and ibuprofen (motrin) from 2011 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / sexual discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems: teeth started getting thin and clear along with breaking and cracking"), fatigue ("fatigue"), migraine ("migraines / headaches constantly from the time of placement"), coccydynia ("pain moved into her tail bone / severe stabbing pain") and pain in extremity ("pain down to her left leg / severe stabbing pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient underwent eyeglasses therapy ("vision/eye problems type: glasses required for vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower left side of vaginal area / severe stabbing pain"), headache ("headaches"), nausea ("nausea"), depression ("getting depressed") and pelvic pain ("like someone is stabbing my left side"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, vaginal haemorrhage, menorrhagia, tooth fracture, fatigue, eyeglasses therapy, weight increased, headache, nausea and depression outcome was unknown, the dyspareunia, vulvovaginal pain, coccydynia and pain in extremity had resolved and the migraine and pelvic pain was resolving. The reporter considered back pain, coccydynia, depression, device dislocation, dyspareunia, eyeglasses therapy, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for menorrhagia, migraines, headaches, nausea,weight gain, dental probs., fatigue, dyspareunia. Date of insertion: (B)(6) 2010 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.. X-ray - on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.; on (B)(6) 2018: the dr. Found out my left coil migrated into my pelvis. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: follow-up receipt date for fu7 was incorrectly entered as (B)(6) 2020. The correct frd is (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe pain in my lower back') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, uterine bleeding, menstrual cramps, stress, allergic rhinitis, pelvic pain and low back pain. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / sexual discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems: teeth started getting thin and clear along with breaking and cracking"), fatigue ("fatigue"), migraine ("migraines / headaches constantly from the time of placement"), coccydynia ("pain moved into her tail bone / severe stabbing pain") and pain in extremity ("pain down to her left leg / severe stabbing pain") and was found to have weight increased ("weight gain"). In january 2011, the patient underwent eyeglasses therapy ("vision/eye problems type: glasses required for vision"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower left side of vaginal area / severe stabbing pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, tooth fracture, fatigue, eyeglasses therapy, headache and nausea outcome was unknown, the dyspareunia, vulvovaginal pain, coccydynia and pain in extremity had resolved and the migraine was resolving. The reporter considered back pain, coccydynia, dyspareunia, eyeglasses therapy, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for menorrhagia, migraines, headaches, nausea,weight gain, dental probs., fatigue, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.. X-ray - on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event added: nausea, headaches. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil migrated into my pelvis') and back pain ('severe pain in my lower back') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, uterine bleeding, menstrual cramps, stress, allergic rhinitis, pelvic pain and low back pain. Concomitant products included alprazolam (xanax) since 2018 and ibuprofen (motrin) from 2011 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / sexual discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems: teeth started getting thin and clear along with breaking and cracking"), fatigue ("fatigue"), migraine ("migraines / headaches constantly from the time of placement"), coccydynia ("pain moved into her tail bone / severe stabbing pain") and pain in extremity ("pain down to her left leg / severe stabbing pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient underwent eyeglasses therapy ("vision/eye problems type: glasses required for vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower left side of vaginal area / severe stabbing pain"), headache ("headaches"), nausea ("nausea"), depression ("getting depressed") and pelvic pain ("like someone is stabbing my left side"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, vaginal haemorrhage, menorrhagia, tooth fracture, fatigue, eyeglasses therapy, weight increased, headache, nausea and depression outcome was unknown, the dyspareunia, vulvovaginal pain, coccydynia and pain in extremity had resolved and the migraine and pelvic pain was resolving. The reporter considered back pain, coccydynia, depression, device dislocation, dyspareunia, eyeglasses therapy, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for menorrhagia, migraines, headaches, nausea,weight gain, dental probs., fatigue, dyspareunia. Date of insertion: (B)(6) 2010 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.. X-ray - on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked.; on (B)(6) 2018: the dr. Found out my left coil migrated into my pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events: depression, pelvic pain female, device dislocation were added. New reporters and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe pain in my lower back') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, uterine bleeding, menstrual cramps, stress, allergic rhinitis, pelvic pain and low back pain. On (B)(6) -2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / sexual discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems: teeth started getting thin and clear along with breaking and cracking"), fatigue ("fatigue"), migraine ("migraines / headaches constantly from the time of placement"), coccydynia ("pain moved into her tail bone / severe stabbing pain") and pain in extremity ("pain down to her left leg / severe stabbing pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient underwent eyeglasses therapy ("vision/eye problems type: glasses required for vision"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("lower left side of vaginal area / severe stabbing pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, tooth fracture, fatigue and eyeglasses therapy outcome was unknown, the dyspareunia, vulvovaginal pain, coccydynia and pain in extremity had resolved and the migraine was resolving. The reporter considered back pain, coccydynia, dyspareunia, eyeglasses therapy, fatigue, menorrhagia, migraine, pain in extremity, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked. X-ray on (B)(6) 2018: total bilateral occlusion. Healthcare told that they were in place and her fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event of injury was replaced with events "abnormal bleeding (vaginal, menorrhagia). New events - dental problems, dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, pain, vision/eye problems type: glasses required for vision, back pain, weight gain, lower left side of vaginal area and then moved into her tail bone and down her left leg" were added. Outcome of events "stabbing pain in tail bone and leg, stabbing pains in lower left vaginal area, sexual discomfort were updated as recovered and migraine was updated as recovering. Medical history, lab data and reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.